Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes, since their release for distribution. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 11 years of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
Pt was revised to address periprosthetic fracture (left side). Poly wear was found intraoperatively.